Event description:
Additional information was received on (B)(6) 2011, when product analysis was completed on the explanted handheld and flashcard. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld also performed according to functional specifications.

Event description:
On (B)(6) 2011, a vns treating physician reported that his handheld was not able to interrogate that day. The manufacture's consultant did some troubleshooting and switched his known working programming system components around with the physician's programming system components and was able to discern that the issue was with the handheld. The physician's wand and serial cable were functioning fine. The handheld and flashcard were returned for product analysis on (B)(6) 2011 which has not yet been completed. When additional information is received, it will be reported.